Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device referenced in b5 is being filed under a separate medwatch MFR number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a right carotid artery interventional stenting procedure. Reportedly, the device failed. A second perclose proglide was used with the same results. The wire and the sheath were removed from the right common femoral artery. Using a left common femoral artery access site, balloon angioplasty was performed on the right common femoral artery arteriotomy site using a balloon with prolonged inflation for over twenty minutes to achieve hemostasis. The patient was given protamine. There was no reported adverse patient sequela. It is unknown if the physician is trained in the use of the perclose proglide device. No additional information was provided.